Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use check, the cardiosave intra-aortic balloon pump (iabp) is alarming. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusion), h10 it was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) is alarming. A getinge field service engineer evaluated device located, inspected found iabp gas¿s loss alarm and augment set below limit alarm. No fault errors, unable to recreate issues. Complete pm with full calibration. Unit past all functional and safety test per factory specifications. Return to customer and clear for clinical use. No patient involvement.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a